Event description:
At 7:00am the patient obtained results of 332 and 310 mg/dl on the reported meter while feeling weak. She took her insulin as usual and went to the hospital, due to her symptoms and meter results. A result of 172 mg/dl was obtained on the hospital meter. The patient received no diabetes treatment. The hospital personnel advised her to contact her doctor. The doctor advised her to contact lifescan. She said she was diagnosed with a viral infection. The customer care representative (ccr) walked the patient through two, consecutive control solution tests, which fell outside of the specified control solution range. The meter, tests strips, and control solution were replaced.